Event description:
Enduser was being pushed out in the unit by his wife, when they hit a small transition in the pavement. He was thrown out onto the blacktop and suffered a broken hand as well as knee and head contusions.